Manufacturer narrative:
B3: date of event updated based on follow-up conducted with the customer. Investigation results: our quality engineer inspected the video submitted for evaluation. Bd received one video which showed the needle and shield from an insyte autoguard device. The catheter was not present on the needle. The needle appeared to be fully extended and no bends or damage were observed on the device. As the video played, multiple attempts were made to activate the safety mechanism, but no movement of the needle could be observed. The reported issue of retraction failure was confirmed and determined to likely be manufacturing related. However without the actual device, a root cause of manufacturing could not be narrowed down in regards to where in the process this may have taken place. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. The manufacturing personnel were notified of this complaint. H3 other text : see manufacturer narrative.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the needle would not retract. The following was translated from spanish to english: at the time of channelling the patient, the safety button of the insyte did not fire and did not retaken the needle. The input is not in physical form as it was contaminated (evidence attached).